Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin leaked out of the septum while the cartridge was being filled with insulin. The user successfully loaded a new cartridge. The user's blood glucose level was 87 mg/dl.